Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had shocks delivered to the patient. The patient was referred to their physician. Interrogation of the crt-d revealed that the pacing and shock impedances on this right ventricular (rv) lead were intermittently above 2,000 and 125 ohms. The local sales representative stated there was noise noted with the episodes. The noise could be reproduced with pocket manipulation. The physician suspected a lead fracture near the device. A revision procedure was performed and the (rv) lead was removed from service. A new rv lead was successfully implanted. When they were performing induction testing, a fault code of open circuit was displayed. This crt-d was taken out of service and successfully replaced with a new device. No other adverse patient effects reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis could not confirm the allegations from the field. The lead passed all electrical tests. The lead had been noted to have induced damage during analysis.

Manufacturer narrative:
Both the crt-d and lead will be returned for laboratory analysis. Once analysis is completed, this report will be updated.